Event description:
Patient reported, "an MRI scan. For suspected lymphoma showed, that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged". Device remains implanted. This record relates to the left side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii-iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative additionally reported "a discharge of fluid from the left implant... Was a morphological picture of capsulitis with breast augmentation on the left with urgent suspicion of gel bleed on the left". Patient representative reported "skin wrinkles are still visible on both breasts" and "risk of so-called bialcl".

Event description:
Patient reported "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Healthcare professional later reported "device rupture without microscopic silicone leakage, capsular contracture baker grade ii-iii. Diagnosed by ultrasound and MRI". Later, patient representative reported "risk of so-called bialcl" and "skin wrinkles". Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Manufacturer narrative:
Clarification to b3 date of event: partial date november 2022. Correction to h6 adverse event problem of supplemental medwatch #3: e1906 unspecified infection and a050403 gel leak should not have been submitted. In review of the events by abbvie medical safety, the report of infection was not related to the device and "suspicion of gel bleed on the left" is better captured by a0412 material rupture as "implant shell ruptured" was confirmed intraoperatively. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; "enlarged lymph nodes"; capsular contracture baker grade ii/iii; periprosthetic fluid; "silicone particles have passed into breast milk".

Event description:
Patient reported "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Healthcare professional later reported "implant shell ruptured without macroscopically visible silicon leakage, capsular contracture baker grade ii-iii" diagnosed by ultrasound and MRI. Later, patient representative reported "risk of so-called bialcl", "skin wrinkles", "left implant also shows significant fluid retention between the implant capsule and the implant shell", and "silicone particles have passed into breast milk". Histology confirmed "no evidence of malignancy" in the left breast. Patient representative also reported the following events, which are not device-related: "diagnosed with an autoimmune disease" and "infection of the milk ducts during weaning (...) This was treated with antibiotics" while the devices were implanted; and "mammary asymmetry", "ptosis of the skin mantle", and "massively rough scars, which are extremely sensitive to touch" after the device was explanted. Device has been explanted. This record relates to the left side.